Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Sections e2 and e3: corrected. Section g2: report source corrected. Section g4: PMA # corrected. Section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log file. The mpu was not returned for analysis; however, a log file was submitted and data from the reported event date of (B)(6) 2024 was reviewed. At the start of the log file while connected to the mpu, a loss of alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm resolves when power to the mpu is restored. This same series of events occurs 15 additional times throughout the log file. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the mpu, if the mpu has the v-lock connector on the ac power cord, the cause of the no external power alarm, and if any equipment was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files for a heartmate 3 patient were submitted for review. The log files contained series of loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2024 between 8:35am - 8:37am. Low voltage hazard events were seen as a result of the slow discharge of the mpu capacitors when they suddenly lose power. The system controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events resolved once external power was completely restored. The equipment did appear to operate as intended. The ebb usage count was steady increasing.